Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Additionally, it was reported that a cartridge change error occurred. The customer reloaded the cartridge to resolve the issue. There was no reported adverse impact to the customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.